Manufacturer narrative:
Date of occurrence is estimated as (B)(6) 2020. Device code 1494 - indication for use. Literature attachment: percutaneous thoracic aortic stent graft interpolation the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article compared the results of a thoracic endovascular aortic repair (tevar) using the cut-down method versus percutaneous endovascular aortic repair (p-tevar) using proglide devices to close the common femoral artery. The intention of the study was to advocate standardizing p-tevar procedures in the future as opposed to the standard of care, tevar procedures. A single proglide was placed for all access site closures except one and the sheath size was upsized greater than 8fr. Complications known to tevar such as postoperative femoral artery stenosis, pseudocele [pseudoaneurysm], and lymphorrhea were not reported for p-tevar. However, manual compression, hospitalization and surgical cut down may be related to p-tevar. The article concluded that p-tevar has merit for not producing known complications related to tevar. Specific patient information is documented as unknown. Details are listed in the article, "percutaneous thoracic aortic stent graft."

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic proglide instructions for use (eifu), states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The surgical intervention, unexpected medical intervention and hospitalization were related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.